Event description:
The customer contacted physio-control to report that the device was failing the user test and the service indicator was illuminated with event codes being logged. It was also reported that the device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy.there was no patient use associated with the reported event.upon evaluation of the device, physio-control observed that the device was not able to charge for defibrillation therapy. Physio-control also observed that the device powered off by itself when the device was bumped or shaken.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device but was unable to verify the reported ¿abnormal energy delivery¿ message. Physio-control did verify the logged event codes and the reported defibrillation charging and power issues. Physio-control replaced the biphasic pcb assembly for the defibrillation charge issue; and also replaced the battery pins for the power issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.